Event description:
It was reported that the compressor did not start. There was no patient involvement. (B)(4).

Manufacturer narrative:
On (B)(6) 2017 09:24 am (gmt-4:00) added by (B)(6): our investigation into this complaint has been finalized. Investigation on-site by our field service engineer could confirm the reported failure that the compressor failed to turn on. After replacement of the transformer, the compressor was running as expected and the device was returned back to clinical usage. The returned transformer was installed in a reference compressor and the fault could be confirmed. One of the primary circuits in the transformer was found with an open circuit. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to stop of ventilation. Why the open circuit occurred could not be determined in this investigation.

Event description:
Manufacturer ref. #: (B)(4).